Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the heavily calcified anatomy resulting in the reported failure to advance and the reported difficult to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling. The traveler is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that during a heavily calcified, moderately tortuous, 90% stenosed, de novo mid-left circumflex coronary artery intervention, resistance was met during advancement of the traveler rx balloon dilatation catheter and the device failed to reach the lesion. During removal of the device, resistance was met, but the device was successfully removed from the anatomy. There was no adverse patient effect or a clinically significant delay in procedure. The procedure was completed with a non-abbott balloon. No additional information was provided.